Manufacturer narrative:
The supplemental report was submitted without an aware date. The aware date for that report should have been (B)(6) 2019.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer visited the hospital due to bent cannula. The blood glucose level was 330 mg/dl. The customer reported that the insulin pump had insulin flow blocked alarm. The troubleshooting was performed and found that insulin exited and insulin pump alarmed during fill tubing. The troubleshooting was declined for high blood glucose level. The customer reported that insulin pump will be returned for analysis.